Manufacturer narrative:
H10: after further assessment of the information gathered by the manufacturer, it was identified that this event should be re-evaluated for MDR reporting. The original information stated that during internal fixation one (1) t-handle cracked. However, a visual inspection of the returned device reveals one of the connection point of the t-handle is broken off, and it was determined that the issue does not meet the criteria to be reportable, since the t-handle is used external to the patient where it is not possible for pieces to fall into the surgical site/incision. Moreover, if the device malfunction were to recur, it would not be likely to cause or contribute to a death or serious injury. H3, h6: the associated device was returned and evaluated. The visual inspection revealed that the connection point of the t-handle is broken off. This piece was not returned. The device shows signs of extensive wear and use. A device history records review was not performed for this event since based on the device evaluation; no manufacturing, packaging or labelling defects were associated with the reported failure. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during internal fixation one (1) t-handle crack. It is unknown how the procedure was completed and if there was a surgical delayed. No patient injuries were reported.

Manufacturer narrative:
Internal complaint number: (B)(4).